Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that to them it was not working right because when patient sit and cross their leg they felt stimulation sensation "go crazy" they further explained that no matter how low they decreased , they still cannot cross their legs. Patient also reported that if they decrease to where they are not feeling the discomfort then they do not get therapeutic effect (she doesn't get "notice" that she has to have a bowel movement). It was reviewed with patient the expectations regarding how positional movements affect stimulation sensation and patient was advised to follow up with their health care professional . No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and patient stated that lower stimulation one time it helped and the next time it did not. No further complications were noted or anticipated